Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd), central processing unit (cpu), printed circuit board assembly (pcba), and downloaded the current software revision. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).

Event description:
Covidien received information that an 840 ventilator was inoperative. The device was not being used on a patient when event occurred. The date of the event is unknown.